Event description:
It was reported that the video system center had no image during preparation for use. There was a 25-minute delay to the start of the procedure, but the patient was not yet in the room. The procedure was completed with a different tower. Though the procedure was delayed, the patient was not yet in the room and the procedure was still completed. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide correction to the initial with information inadvertently left out (b5 and g2). And to provide an update to field (h3). The device was evaluated by olympus. And no image was confirmed, along with power switch damage. Additionally, there were non-reportable (non-pae) defects noted. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, that no image occurred, due to the rear panel light source cable is damaged and cannot be connected correctly. However, the root cause could not be identified. Additionally, olympus confirms, that the power supply is damaged. But does not confirm, the reason for the failure. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that no communication was reported as an error message. After error message cleared, no image populated.